Event description:
It is reported that while the ventilator was connected to a pt two technical error codes indicating disabled valves and breathing fatal memory error were generated and ventilation stopped. There was no pt injury.